Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Additionally one channel is assumed to have migrated out of cochlea post-operatively as in situ measurements showed the most basal channel to be in hi status prior to the suspected impact. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted, but despite being requested, the device has not been received for investigation yet.

Event description:
A device malfunction was reported. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Additionally one channel is assumed to have been migrated out of cochlea post-operatively as in situ measurements showed the most basal channel to be in hi status prior to the suspected impact. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A device malfunction was reported. Re-implantation is planned but no date for surgery has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A device malfunction was reported. Re-implantation is planned.